Event description:
Started to develop alopecia along with 30+ other autoimmune disease symptoms, but all blood work comes back normal every time. Sick every day with 30+ symptoms and no diagnosis. Only (B)(6) y/o. The only thing that changed in my life is getting new breast implants.